Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced implantable pulse generator (ipg) to clinician programmer (cp) communication difficulty. The patient underwent a revision procedure wherein the implantable pulse generator (ipg) was replaced.